Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.0x12mm nc trek rx balloon dilatation catheter (bdc) was removed from the dispenser coil without resistance or issues noted. The bdc was being advanced over an unspecified guide wire without resistance; however, the proximal shaft separated. The bdc was on the guide wire but still outside the patient anatomy; therefore, it was simply removed from the guide wire. The procedure was successfully completed with a new 3.0x12mm nc trek rx bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.